Event description:
Pt had heart cath without ventriculogram with a finding of 75% stenosis of the second obtuse marginal. Received heparin 6000 units with act of 202 seconds, received 2000 units with a act of 248 seconds. The stenosis was directly stented with a bsc taxus des stent aty 1143 at 16 atmospheres. Same day, returned to cath lab with persistent chest pain without EKG changes for reevaluation. Act measured 242 seconds. Was given integrilin via double bolus technique and continuous infusion. A 3.5 x 15 quantum maverick balloon was passed and inflated to 6 atmospheres for 30 seconds. Exchanged for a 3.0 x 32 taxus des stent and deployed at 12 atmospheres for 30 seconds. Post dilated with 3.5 x 15 quantum maverick balloon to 3.5 mm at 12 atmospheres. Final impression: subacute thrombosis of the stent implanted earlier today in the second obtuse marginal branch of the circumflex. Successful 3.0 x 32 taxus stent placement post dilated proximally to 3.5 mm. Restoration of timi-3 flow.